Manufacturer narrative:
The reported incident that a kirschner wire ø1.6x285mm was deformed during usage (s-16 / device deformed) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the k-wire is bent, almost in the middle, the upper edge is broken and the surface close to the pointy tip is scratched. The broken surface appears to have progression lines, which point to the origin of the fracture, and an instantaneous zone. All these are typically a sign of fatigue fracture, which can occur under repeated or fluctuating stress and starts as a microscopic crack that grows as force is applied repeatedly to a specific part. The customer reported that ¿the k-wire was cut short because it was too long¿, which matches with the identified breakage surface. The manufacturing protocol was reviewed and revealed that the device is manufactured according to the specifications. Therefore it was not delivered bended and with a deformed surface, but became like that upon usage. Most likely, the k-wire was bent because of the existence of hard/dense bone. During usage of the device, excessive strength is applied. Such power, in combination with hard bone, and even violent moves, could definitely deform the k-wire. Particularly, if the drilling was in an inclined angle, in the hard bone, a bending moment could certainly be generated, leading to a deformation/bend as the one reported. The signs of wear that were revealed during the inspection are gathered in the lower part of the k-wire, close to the tip, which most likely indicates the usage of a drill sleeve and also the fact that it came in contact with something harder (bone in that case) and was scratched while being twisted. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. In the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however please bear in mind what is clearly written about k-wires: ¿such instruments are recommended as single patient use devices.¿ therefore they should not be used in more than one surgical operation. ¿in case of failure, the instrument must be replaced and not be used.¿ in the IFU it is specified that ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ based on the above-mentioned observations the case could be classified as user-related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The complaint history review revealed that there are no other complaints with a similar failure mode (deformation and bending) reported for the same catalog# 390164/390165, from 2005 till (B)(6) 2016.

Event description:
The doctor complaint that kirschner wire has wiredrawing after hit it to body. The doctor placed different positions and lead to difficult hit to body. The pinhead is coarse.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The doctor complaint that kirschner wire has wire drawing after hit it to body. The doctor placed different positions and lead to difficult hit to body. The pinhead is coarse.